Manufacturer narrative:
Per the instructions for use, central valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central regurgitation is unknown. Per report, the placement of the valve was appropriate and there was no report of overhanging leaflet. The central regurgitation was corrected with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Post deployment of a 26 mm sapien valve in a 50/50 position, severe central regurgitation was noted. They waited a few minutes to see if the ai would resolve. The patient remained stable. Visualization of all 3 leaflets was seen on tee with a central jet. A second 26 mm valve was deployed 1 mm below the first valve and trace ai was seen with the second valve in place. The native annular diameter was 23 mm by tee. The native valve/leaflet calcification was moderate and the aortic root calcification was mild. Coaxial alignment of the delivery system and the valve and the image intensifier angle was described as good. Ventilation was held during valve deployment and there was no loss of pacing capture. The patient¿s ejection fraction was 35%.